Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contains data from 09aug2020 at 15:30:15 to 18:57:35. Low flow events, as well as low speed advisories, were captured throughout the entirety of the log file. The low-speed advisory alarms were captured due to the fixed speed (4500rpm) being set lower than the low-speed limit (5000rpm). An intentional pump stop was captured on 09aug2020 at 18:44:35, triggering associated alarms, and the pump was shut off. The heartmate 3 lvad, serial number (B)(4), was not explanted. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a seizure the morning of (B)(6) 2020 and he had cardiac arrest and low flows. Inotropes were initiated and venous arterial (va) and venous (vv) ECMO were needed. Patient expired same day. The patient's pump was not explanted.